Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence. It was reported that she experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient underwent a partial excision of the mesh on (B)(6) 2009 due to recurrent stress urinary incontinence, pain and bleeding and mpathy mini tape was implanted. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Undefined bladder problems; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.